Event description:
It was reported that 2 months later with the primary tha, the patient complained hip pain on a routine health checkup. The surgeon noticed a bone absorption around the calcar, a clear zone around of great trochanter and a migration of the stem to varus position on the x-rays.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device is still implanted. Additional information has been requested and if it becomes available then it will be submitted in a supplemental report.